Event description:
Describe event, problem, or product use error: safety device on tip of insulin pen failed to activate leaving needle exposed post medication administration. Device was the bd autoshield duo 0.3mmx5mm 30g x 3/16 sterile single-use lot 2074952 exp 2025-04. No injury to staff member administering insulin.